Event description:
The physician was inserting a voice prosthesis into a tracheo-esophageal fistula. The insertion string separated from the voice prosthesis, which remained in the esophagus. The voice prosthesis was removed.